Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1064 ¿ cer option type 1 tpr sleve -6 ¿ 073530, 650-1057 ¿ cer bioloxd option hd 36mm ¿ 924220. Therapy date: (B)(6) 2016. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported patient underwent right hip revision approximately 6 months post implantation due to aseptic loosening of the femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed by review of revision operative reports and x-rays received. The revision operative report stated the patient presented with ongoing pain. X-rays revealed mild subsidence, but grossly aseptic fibrous ingrown femoral component. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.